Manufacturer narrative:
The battery charger and battery were returned for investigation. Upon investigation it was noted that the user placed a disposable, non-reuseable battery into the charger resulting in overheating. Both the charger and the battery are labeled warning against charging disposable batteries.

Event description:
The customer reported that while they were charging the battery to be used with the device, the battery "exploded".